Event description:
Impedance measurements on electrodes 4 and 7 were >4000 ohms at the default settings and at increased voltage of 2.5v with increased pw of 450. Reprogramming was attempted with electrodes 5-6 because these had impedance measurements of <4000 ohms, but at 8-9v, the patient reported no stimulation sensation. At increased amp and pw, 6-5 measured 1671 ohms; 2015 ohms for therapy impedance with 5-6 programmed. A revision was planned. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).